Event description:
Caller reported an error with the continuous glucose monitor, specifically error 42. There was no adverse impact to customer's blood glucose level. Customer attempted a pump reset with guidance from technical support, but the error persisted, leading to the decision to replace the pump. The customer agreed to use multiple daily injections as backup therapy.